Event description:
Reported as "battery depletion-implanted 5 months."

Manufacturer narrative:
A3 - sex of patient is unknown. H6, method - device analysis revealed ipg did not meet expected longevity, unknown cause. No further info on this patient or device is available from foreign sources.